Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Analysis of the pump (sn; (B)(4)) found no anomalies. Analysis of the catheter (sn; (B)(4)) found the body had a kink observed. Analysis identified a kink in the catheter body which caused the catheter to become occluded. The catheter was returned complete and found to be patent. A leak was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the patient¿s pump site presented as being infected one week following a refill. The event occurred during normal use. The date of event/difficulty was (B)(6) 2018. A culture was taken with positive results. An explant was scheduled and executed; both the pump and catheter were explanted. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient was receiving morphine with concentration 10 mg/ml at a dose rate of 0.750 mg/day via their pump. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was provided. The patient¿s medical history was noted as having been requested but was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from the patient's family member regarding the patient receiving compounded morphine (unknown concentration, 0.75 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient experienced an infection beginning in (B)(6) 2018. The infection was noted as related to the implant and refill procedures. The patient had their first refill of their newly implanted pump (implant date; (B)(6) 2018) on (B)(6) 2018 and that "last thursday/friday is when [the patient] complained about pain in left hip, near pump". On sunday ((B)(6) 2018), a home nurse noticed redness and warmth at the pocket site as well as the patient having a fever. On (B)(6) 2018, the patient was taken to the emergency room, also reported as the implanting hospital, but the patient was refused admission. The patient was taken to another hospital and admitted. The patient was diagnosed with a severe infection around the pump in the pump pocket. The patient had a computed tomography (CT) scan performed and it showed there was fluid around the pump. A sample was withdrawn and confirmed an infection. The reporter was not informed of the strain. The patient was given IV antibiotics. The pump was scheduled to have the system removed on (B)(6) 2018.